Manufacturer narrative:
Phone: (B)(6). Alternate phone: (B)(6). Fax: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient required placement of a turbo-ject® single lumen power-injectable PICC. It was noted the hub separated from the extension tubing. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation: thisted sygehus nord (denmark) informed cook that on 11may2022 the hub of a PICC line in a upics-4.0-CT-nt-1111 (turbo-ject single lumen power-injectable PICC) from lot 14176759 was broken. The patient visited the hospital once every 4 weeks to receive high dose immunoglobulins through an infusion pump at 150ml/h over 4 days. The catheter was maintained by a home nurse, by being flushed every 7 days with minimum of 02ml of saline. The device was placed 11apr2022 and was removed and replaced with a new PICC line on 11may2022. It was reported that the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU) as well as a visual inspection, were conducted during the investigation. Cook received one used 4fr PICC device. The extension tubing was cut at approximately 6cm from the manifold. Customer confirmed that they had intentionally partially cut the tubing, and the separation must have happened during transportation back to cook. There was also a hole present on the extension tubing at the blue batwing hub. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [t_ctpicctt_rev4] ¿turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers,¿ provides the following information to the user related to the reported failure mode: ¿warnings: the safe and effective use or turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. *maximum flow rate pressures are determined with pump safety cut-off set at 325 psi, using contrast media with a viscosity of 11.8 cp. **static burst pressure is the failure point of the catheter when totally occluded. Warning: power injector machine pressure limiting feature may not prevent over pressurization of an occluded catheter. Precuations: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter placement (fluoroscopic method) 14. After the catheter is in final position, remove the obturator, secure the catheter to skin and dress in standard fashion. Catheter placement (non-fluoroscopic method) 9. After catheter is in final position, remove obturator, secure catheter to skin and dress in standard fashion. Power injection procedure 1. Use only lumens marked ¿CT¿ for power injection of contrast media. Warning: use of lumens not marked ¿CT¿ for power injection may result in catheter failure. 5. Ensure adequate blood return and flush catheter thoroughly with the entire 10 ml of sterile normal saline to ensure lumen patency. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. 6.remove syringe and attach power injection device to the catheter using the manufacturer¿s recommendations. 7. Conduct study using the power injector, making user not to exceed the maximum flow rate or pressure limit for the catheter. How supplied -upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, inspection of the returned device, and the results of the investigation, cook concluded the root cause of this event is related to inadequate flexural strength in a previous hub design change. This product failure was previously investigated under CAPA 154487. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional event information was received on 07jun2022. It was reported that an active male patient received a turbo-ject® single lumen power-injectable PICC on (B)(6) 2022. The patient visited the hospital once every 4 weeks and received high dose immunoglobulins through an infusion pump at approx. 150 ml/h over 4 days. After the infusion, the catheter was flushed with saline and locked with heparin. The catheter was secured using thegaderm. Between the treatments, the catheter was maintained by the help of a home nurse, being flushed every 7 days with minimum of 20ml saline, cleaning the insertion area and secured with thegaderm. He was at home on 11may2022 when he discovered that the extension tubing was partially disconnected from the blue hub. He went to the hospital, where it was removed and replaced with another similar device. No other adverse effects were reported for this incident.